Event description:
The customer reported that the numbers were scrolling up. When she tried to do a bolus, the screen became stuck. Afterwards, there was a button error. The blood glucose reading was 118 mg/dl. There were no significant events that led to the event. The customer was advised to discontinue use of the insulin pump and to revert to a back up plan. No further information was provided.

Manufacturer narrative:
The insulin pump received with intermittent buttons due to corroded keypad traces. No button error alarms noted. No display ramping on it's own anomaly noted. The insulin pump received with cracked case at display window corners. The insulin pump was received with minor scratches on display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.